Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During the evaluation by livanova (B)(4), the touch screen was disassembled and a visual inspection revealed that liquid had penetrated into the glued connection of the kapton-tail. The touch screen requires replacement to resolve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
During evaluation of the s5 roller pump at livanova (B)(4), which had been returned for an unrelated issue, the touch screen was found to no react to finger pressure and the measured values were found to be out of tolerance. There was no patient involvement.